Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display and that the act button was unresponsive. The blood glucose was normal and did not require medical treatment. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to broken solder joint and lifted traces of on the interface board blue board. During visual inspection of the keypad, found flattened domes switches on the escape and act buttons. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly due to blank display. No moisture damage was found on the electronics noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.